Event description:
It was reported that the pilot balloon was found leaking after two days of usage.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. One sample was received in used conditions with original package. Visual and functional testing was performed. No leaks were found during the functional test; the complaint was not confirmed. The root cause could not be determined.